Manufacturer narrative:
Pump received with broken battery tube threads and broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was unknown. The customer reported that the battery cap was damaged. The customer also reported that there was a crack on the battery compartment. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.